Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The pmo combined probe containing both oxygen and temperature catheter indicated at the beginning a very high value. The valve did not drop. The product was in contact with the pt and there was no pt injury or death as a result of this event. The event lead to an increase in surgery time of 1 hour. The catheter was exchanged for a new which worked well. The procedure done during the incident was a tram.